Manufacturer narrative:
Gender: unknown; patient weight: unknown; ethnicity and race: unknown. (B)(4). Device evaluation: field service engineer (fse) visited the site and found that laser was cutting on the thin side, cone that was used was creating flaps about 8um thinner than targets, and doctor settings for a 100um flap thickness, all these factors contributed to the vertical gas breakthrough (vgb). Fse calibrated z depth about 10um thicker, this will mitigate any future cones variation. The system meets specification. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was vertical gas breakthrough (vgb) on one of the patient¿s left eyes. Surgeon switched to prk (photorefractive keratectomy) to complete case. There was no medical or surgical intervention required. No further information provided.